Manufacturer narrative:
All available information was investigated, and the reported kinked soft tip was not confirmed via returned device analysis. However, it was observed that the shaft was deformed at the distal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported/observed issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1. Upon removing the steerable guide catheter (sgc), a kink was observed on the soft tip of the sgc. There were no adverse patient effects and no clinically significant delay in the procedure.